Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver shaft t8 self-hold the tip of the screwdriver was deformed, and no other visual issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition of scrdriver shaft t8 self-hold in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft t8 self-hold. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: supplier - (B)(4)/ inspected, packaged and released by: monument release to warehouse date: sep 27, 2019, part number: 314.467, stardrive screwdriver shaft t8 105mm, lot number: h842888 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns063237 certificate of compliance supplied by universal punch dated 06-sep-2019 and certificate of tests supplied to universal by carpenter dated 01-apr-2018 were reviewed and determined to be conforming. Hardness specified at hrc 52 minumum; hardness certified at hrc 53.98. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the va-olecranon plate removal surgery with the screwdriver shaft in question. During the surgery, the screwdriver shaft was stripped. All locking screws were removed using another hospital-owned screwdriver shaft (t8), and the surgery was successfully completed without any surgical delay. No further information is available. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).